Event description:
Caller reported a false negative urine pregnancy result using the consult diagnostics hcg dipstick on a women who is nine weeks pregnant. Customer reported one woman in her late 20's had vaginal ultrasound and diagnosed 9-week pregnancy with heart beat but tested repeatedly negative with urine using this kit. No external control performed. This office also suspected 4-5 early pregnant women having "questionable" hcg results using this lot of kit. Details not available for these women. No medication history available. Urine samples were all discarded. No invasive procedure performed based on negative hcg results.

Manufacturer narrative:
Retain testing: lot number(s): hcg1030341. Expiration date(s): 02/2013. Control lot: 25miu/ml hcg urine control lot: hcg110328-01, 100miu/ml hcg urine control lot: hcg110307-01, 224.5iu/ml hcg urine control lot: hcg110421-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 minute read time when tested with 224.5iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. For return testing, see page three. Summary of results: the return strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=4). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=2). Clearly positive results were observed at 3 minute read time when tested with 224.5iu/ml hcg urine control. (N=2). Conclusion: from return testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain and return products. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.